Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited oversensing episodes due to loss of capture. No intervention was performed. The patient will continue to be monitored.